Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had low blood glucose level of 3 mmol/l. Customer was treated with food. Customer was using auto mode. Customer was alleging insulin pump for over delivering because inserted a new infusion set system this morning but the reservoir was already half. The reservoir will not be returned for analysis.